Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly the user's device has migrated and therefore the clinic wants to proceed with reimplantation surgery. Re-implantation surgery has been scheduled.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing enough benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Reportedly granulation tissue was found around the cochlea, which might have contributed to the observed migration. The problems described in the recipient report seem to match the damages found.this is a final report.

Event description:
Reportedly the user's device had migrated out of the cochlea and therefore the clinic decided to proceed with reimplantation surgery. The user was reimplanted on (B)(6) 2022, during the explantation surgery 7 channels were outside of the cochlea.